Event description:
It was reported that patient presented to emergency room. Upon interrogation, it was found that patient's implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited inappropriate shock and inappropriate anti-tachycardia pacing (atp) due to noise oversensing. Arrhythmia and pacing inhibition was also noted. It was further noted that patient's atrial and left ventricular (lv) lead exhibited insulation damage. It was further noted the lv lead was dislodged and exhibited loss of capture. High capture threshold was noted on patient's old capped left ventricular lead. The ICD, rv lead, atrial lead and both lv leads were explanted and replaced. After the procedure patient's new right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) exhibited pacing inhibition due to noise oversensing. The new ICD and new rv was explanted and replaced. There were no patient consequences.